Manufacturer narrative:
Hillrom technical support contacted the account two additional times trying to obtain the resolution for this event. No response has been received from the account. Based on this information, no further action is required.

Event description:
Baxter received a report from a baxter technician stating the code call were not routing to the phones. There was no patient/user injury reported. This report was filed in our complaint handling system as complaint # (B)(4).

Manufacturer narrative:
The investigation is ongoing, however if any additional relevant information is identified following completion of the investigation, the additional relevant information will be submitted in a supplemental report.

Event description:
Baxter received a report from a baxter technician stating the code call were not routing to the phones. There was no patient/user injury reported. This report was filed in our complaint handling system as complaint # (B)(4).